Event description:
Caller alleges inaccuracy with inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed. See scanned table. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For data set 1, the strip lot number used is unknown and was all used up. Patient was also given vitamin k. For data sets 2-11, both inratio and lab values are within the confidence limits for inr testing. Strip lot used for data sets 2-11 was 070325. No intervention was performed, only held coumadin dose for patient in data set #5. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. This case qualifies as an adverse event, vitamin k was given. Adverse event follow up: patient is now stable and is doing fine.